Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. A functional assessment was performed which revealed that the battery contacts were corroded. The assignable root cause was determined to be due to immersion during cleaning. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacture date: the device manufacture date was unknown in the initial report. The device manufacture date has been updated as apr 23, 2007. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during testing in the bio medical department, it was discovered that the battery casing device had ¿intermittent battery contact¿. The event was not related to surgery. There was no patient involvement reported. No injuries or medical intervention were reported. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.